Manufacturer narrative:
H.6. Investigation summary: fifty-eight samples were received from the customer for investigation. Fifty-seven samples were returned in unopened blister packs in a shelf carton and one sample was returned in an opened blister pack taped to top of the shelf carton. All the returned samples were visually examined using unaided vision and it was found that none of the fifty-seven returned samples in the shelf carton were found to have black foreign matter in the needle hubs. The one sample which was returned taped to the shelf carton contained black foreign matter in the needle hub. This foreign matter was visually examined using 30x magnification and was visually identified as ink. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. A malfunction of the printer resulted in ink getting in the blister packs. Bd acknowledges that one (1) of the returned samples contained black foreign matter (fm) in the needle hub in the form of ink. As this would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that prior to use black foreign matter was discovered on the inside of the hub with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that there is something black on the inside of the hub of the needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use black foreign matter was discovered on the inside of the hub with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that there is something black on the inside of the hub of the needle.